Event description:
A coronary stent with delivery system was successfully placed at the target lesion site located in the pt's distal right coronary artery. A second coronary stent with delivery system was successfully advanced to the target lesion site located in the pt's mid right coronary artery. Upon the initial inflation attempt, the balloon ruptured at 6 atmospheres of pressure. The balloon catheter was withdrawn from the pt without complication and the lesion was successfully re-entered and re-crossed for post dilation. A third coronary stent with delivery system was successfully placed, in an overlapping manner, proximal to the second deployed stent. Subsequently, within 48 hrs of the stenting procedure, the pt presented to the emergency room with symptoms of lethargy and frank musculoskeletal weakness. Evaluations performed in the emergency room to include a cat scan found the diagnosis to be consistent with an acute left frontal cerebrovascular accident. Reevaluation of the cat scan results on the following day found the observation of a cylindrical metallic object, appearing to be less than 15mm in length, located in the focal area of the stroke. The pt's condition was ultimately upgraded from critical to stable during his hospitalization. The pt was transferred to a subsequently discharged after eleven days. The pt was reported to be ambulatory, demonstrating minimal residual musculoskeletal weakness and nueurological deficiencies, and was stable from a cardiovascular perspective at the time of discharge. There were no add'l complications reported relative to this event.